Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) of 720 mg/dl and ketones; cause was unknown. The customer was treated with intravenous fluids of saline and insulin to address bg. The customer was released (B)(6) 2026 with the issue resolved and no permanent damage.